Event description:
It was reported in a printed literature article, after coronary angiography, an angio-seal was inserted into the puncture site. Three days later the pt complained of severe lower limb claudication; the leg was cold and the ankle-brachial index was 0.56. An ultrasound revealed occlusion of the common femoral artery. Surgical intervention revealed a vessel dissection with thrombosis of the false lumen and atherosclerotic plaque. The angio-seal was found to fix the flap and was removed. After endarterectomy, the arteriotomy was closed with a dacron patch. The pt recovered and was discharged two days after surgery. The implant, explant, and event dates are year specific.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the vessel occlusion was atherosclerotic plaque and thrombus formation in a vessel dissection with the angio-seal fixing the flap. The angio-seal device instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease.